Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3362 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("embedded") in a 44 year-old female patient who had essure inserted (lot no. 872991) for female sterilisation. The patient had a medical history of , heavy menstrual bleeding, uterine fibroids, vaginal bleeding and pelvic pain. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, and cystoscopy with laparoscopic transversus abdominis). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: clinical information: pre and post-op diagnosis: fibroid uterus, heavy bleeding. Procedure: total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy specimen source uterus, cervix and bilateral fallopian tubes. Gross description: 2 identifiable cornual regions of the uterus each reveals an embedded segment of metal spiral/spring type device measuring 2.8 cm and 3.0 cm in length and 0.2 cm in diameter. Diagnosis uterus and cervix with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: mixed inactive and secretory endometrium with focal stromal decidualization suggestive of exogenous hormone therapy. Endometrial mucosa with extensive mucosal denudement, prominent extravasated blood and patchy chronic inflammation. Metrial ablation. No evidence of atypia, hyperplasia or malignancy identified. Submucosal, intramural and subserosal leiomyomata with focal dystrophic calcification (0.5 to 4.3 cm). Adenomyosis. Cervix with focal squamous metaplasia, focal epithelial denudement, focal fibrin deposition, focal acute and chronic cervicitis, hyperkeratosis and parakeratosis. Bilateral fallopian tubes with no significant histopathology identified. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device embedded. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical device removal was updated to embedded device, reporters ,medical history, lab data, patient information, lot no., non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("embedded") in a 44 year-old female patient who had essure inserted (lot no. 872991) for female sterilisation. The patient had a medical history of heavy menstrual bleeding, uterine fibroids, vaginal bleeding and pelvic pain. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, and cystoscopy with laparoscopic transversus abdominis). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: clinical information. Pre and post-op diagnosis: fibroid uterus, heavy bleeding. Procedure: total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy specimen source: uterus, cervix and bilateral fallopian tubes. Gross description: 2 identifiable cornual regions of the uterus each reveals an embedded segment of metal spiral/spring type device measuring 2.8 cm and 3.0 cm in length and 0.2 cm in diameter. Diagnosis uterus and cervix with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: mixed inactive and secretory endometrium with focal stromal decidualization suggestive of exogenous hormone therapy. Endometrial mucosa with extensive mucosal denudement, prominent extravasated blood and patchy chronic inflammation. Metrial ablation. No evidence of atypia, hyperplasia or malignancy identified. Submucosal, intramural and subserosal leiomyomata with focal dystrophic calcification (0.5 to 4.3 cm). Adenomyosis. Cervix with focal squamous metaplasia, focal epithelial denudement, focal fibrin deposition, focal acute and chronic cervicitis, hyperkeratosis and parakeratosis. Bilateral fallopian tubes with no significant histopathology identified. Lot number: 872991 manufacture date:2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3362 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.